Manufacturer narrative:
On 12/14/2020, the mentor failure analysis lab has received the device for evaluation. The affected device¿s lot number was 6479238. A manufacturing record evaluation was performed for the finished device 6479238 number, and no non-conformances related to the malfunction were identified. On 12/20/2020 , during the visual evaluation, anomalies were observed on both views of the device consistent with a crease / fold. A tear was also observed within a crease / fold on the anterior view, measuring approximately 0.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/2020, it was reported to mentor that the replacement devices were mentor moderate plus, 450 cc, filled to 540 cc on the right and on the left. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 250cc and suffered from a deflation on the left breast implant . As a result, the patient had undergone removal and replacement with saline mentor breast implant on (B)(6) 2020.